Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 459 mg/dl. The customer treated their high blood glucose with intravenous insulin drip. The customer was currently in the intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed for the insulin pump. There were no bent cannulas and no issues with air bubbles. The customer was unable to confirm the accuracy of the basal rates and bolus history. After troubleshooting, the customer was advised that an insulin pump educator will go to the hospital to look at the insulin pump before the customer gets out. The device will not return for analysis.